Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital will not return, not damaged.

Event description:
A doctor was using 2.5mm drill bit with corresponding drill guide (green neutral guide) to drill for a 3.5mm cortical screw with the sps small fragment titanium set. Upon removing the drill after drilling the pilot hole the doctor noticed a black substance on the drill bit and checked the cannula of the drill guide and said it was dirty. The set had been processed and sterilized by the hospital's central sterile department. The doctor was informed of this and stated he wanted the event documented and reported.

Manufacturer narrative:
The reported event that a drill sleeve short ø2.5mm neutral had black substance in its cannula could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was very likely caused by insufficient cleaning and inspection of the instrument cannulation before usage. Stryker provides detailed instructions on how to clean instruments and how to perform an efficient cleanliness inspection. A review of the device history for the reported lot did not indicate any abnormalities. Two checks of the device surface cleanliness were performed on 100% of the batch and no deviation from the specifications was noted. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A doctor was using 2.5mm drill bit with corresponding drill guide (green neutral guide) to drill for a 3.5mm cortical screw with the sps small fragment titanium set. Upon removing the drill after drilling the pilot hole the doctor noticed a black substance on the drill bit and checked the cannula of the drill guide and said it was dirty. The set had been processed and sterilized by the hospital's central sterile department. The doctor was informed of this and stated he wanted the event documented and reported.